Event description:
As reported by an affiliate, during an abdominal aorta aneurism stent grafting, a maxi ld (25x40mm) balloon ruptured. A non-cordis stent graft was placed in a slightly tortuous abdominal aorta, and the maxi ld was delivered for post dilation. The device had prepped normally and no damages were noticed prior to being inserted into the patient. It was inflated normally inside the stent graft using a syringe without any issues for the initial dilation. During the second dilation, the balloon ruptured before it was expanded to the specified diameter. The product was removed easily. The physician stopped using the maxi ld, and a new maxi ld (same size) was used instead, using the same syringe. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease.

Manufacturer narrative:
Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time.

Manufacturer narrative:
As it was reported by an affiliate, during an abdominal aorta aneurism stent grafting a maxi ld (25x40mm) balloon ruptured. A non-cordis stent graft was placed in a slightly tortuous abdominal aorta, and the maxi ld was delivered for post dilation after being normally prepped and no damages noticed prior to it being inserted into the patient. It was inflated normally inside the stent graft using a syringe without any issues for the initial dilation. During the second dilation, the balloon ruptured before it was expanded to the specified diameter. The lesion was no calcified but was slightly tortuous. The product was removed easily. The physician stopped using the maxi ld, and a new maxi ld (same size) was used instead, using the same syringe. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The french size of the sheath the stage of the procedure is unknown. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the reported customer complaint of balloon burst could not be confirmed. With the limited information provided it is not possible to determine an exact cause for the event, the stage of the procedure, the size of the sheath and the inflation pressures are all unknown. The device history report review indicated that the product was within specification. Controls are in place to prevent damaged items from being released from the facility and the device history report review indicated that the device was within specification therefore no corrective action will be taken.

Manufacturer narrative:
Concomitant device: guidewire: radifocus. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.